Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter would not power on. The complaint was classified based on customer care advocate (cca) documentation and information obtained during follow-up by medical surveillance (ms). The patient reported that the meter issue occurred on (B)(6) 2015. The patient detailed that she manages her diabetes by self-adjusting her insulin doses. The patient claimed that immediately after the meter issue occurred she developed symptoms of shakiness, dizziness and felt faint and stated that at on (B)(6) 2015 at 01:00pm she had increased her food or drink intake and administered 23 units of lantus insulin. The patient also reported that she tested her blood glucose on another device but could not specify what device the tests were performed on, when they were performed or what the results were. At the time of troubleshooting the cca noted that there was no apparent misuse of the meter and it was not the first time it had been used. The patient was using the correct test strips and the meter powered on both when a test strip was inserted and when prompted by pressing the power button. Replacement products were sent to the patient. This complaint is being reported because, the patient developed symptoms suggestive of a serious injury after the alleged meter issue had occurred.

Manufacturer narrative:
Follow-up # 1 ¿ the patient¿s meter has been returned on 4/20/2015 and evaluated by lifescan product analysis on 4/22/2015 with the following findings:the meter involved with this complaint failed testing. The meter was found to have a low battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.